Manufacturer narrative:
Date of report: 12jul2019. Date rec¿d by MFR:11jul2019. Technical support (ts) stating the touch screen was replaced to resolve the problem. Unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that the touchscreen was losing calibration. The customer reported there was no patient involvement. Event date not specified; estimate used.